Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference # 3002808486-2018-00867. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference # 1820334-2018-03011. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to recurrent pulmonary embolism (pe). Patient alleges fracture; device is unable to be retrieved. Patient further alleges 3 out of 4 struts embedded into venous wall, one fractured and deeply embedded in the left side wall of the vena cava, shortness of breath, respiratory distress and wheezing, anxiety. Attempted retrieval on (B)(6) 2016 was unsuccessful.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on (B)(6) 2018 on a report with an incorrect follow up # 3. Therefore, this report is being submitted as a correction follow up # 1. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, fracture, unable to retrieve (emb'd), sob, respiratory distress/wheezing, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported shortness of breath (sob), respiratory distress/wheezing is directly related to the filter. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.